Manufacturer narrative:
A ge oec svc rep investigated the issue and re-seated the sys interface pcb and flashed the nodes. All generator pcbs were also re-seated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluorscopy sys displayed a communication error.